Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2023. The most recent information was received on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device expulsion ("one of the inserts had partly migrated into uterus") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010 she was found to have weight increased ("weight gain of a few kilograms one and a half months after insertion"). In (B)(6) 2015 she experienced rosacea ("rosacea with suspicion of lupus"). In (B)(6) 2017 she experienced general physical health deterioration ("my state of general health worsened"). At an unknown time, she experienced device expulsion (seriousness criterion intervention required), dry skin ("skin problems ((I was told they were age-related) skin dryness"), premenstrual syndrome ("premenstrual syndrome"), depressed mood ("depressive mood"), breast pain ("breast pain"), fluid retention ("water retention"), constipation ("constipation"), food allergy ("wheat allergy"), fatigue ("chronic fatigue"), oedema peripheral ("oedema of the lower limbs"), vision blurred ("feeling of sand in my eyes, difficulty focusing sight"), pruritus ("itchiness of my skin"), ear pruritus ("itching my ear canal"), disturbance in attention ("disturbances in attention"), tinnitus ("tinnitus"), memory impairment ("memory disturbance"), aphasia ("difficulty finding my words"), thirst ("excessive thirst excessive thirst, I could drink 3 litres per day and despite this still be thirsty"), dysuria ("difficulty completely emptying my bladder"), arthralgia ("joint pain that appeared overnight"), chondropathy ("cartilage destruction"), musculoskeletal stiffness ("significant muscle stiffness, although I have always been very flexible, even slightly hypermobile"), hypohidrosis ("loss of perspiration"), swelling of eyelid ("lower eyelid always swollen"), tooth loss ("sudden loss of two teeth"), bone pain ("femorotibial pain") and osteoarthritis ("popliteal fossa pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). At the time of the report, the tinnitus was resolving, the device expulsion, vision blurred, pruritus, ear pruritus, disturbance in attention, memory impairment, aphasia, thirst, dysuria and hypohidrosis had resolved and the weight increased, constipation, rosacea, food allergy, fatigue, arthralgia, musculoskeletal stiffness, swelling of eyelid and tooth loss had not resolved. The outcomes for dry skin, premenstrual syndrome, depressed mood, breast pain, fluid retention, general physical health deterioration, oedema peripheral, chondropathy, bone pain and osteoarthritis were unknown. Essure was removed on (B)(6) 2023. No causality assessment was received for essure with regard to weight increased, dry skin, premenstrual syndrome, depressed mood, breast pain, fluid retention, constipation, rosacea, food allergy, general physical health deterioration, fatigue, oedema peripheral, vision blurred, pruritus, ear pruritus, disturbance in attention, tinnitus, memory impairment, aphasia, thirst, dysuria, arthralgia, chondropathy, musculoskeletal stiffness, hypohidrosis, swelling of eyelid, tooth loss, bone pain, osteoarthritis or device expulsion. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 100 kg. [Magnetic resonance imaging] on (B)(6) 2022: medial femorotibial and patellofemoral chondropathy. Horizontal fissure of the middle segment of the internal meniscus. [Pathology test] on (B)(6) 2023: nothing noteworthy. - uterus increased in size, with normal shape. - macroscopically healthy appendages. Essure devices seen in their tubal parts without difficulty. - vesicouterine pouch with adhesions and free pouch of douglas. - healthy peritoneum - ureters identified placement of uterine manipulator using vision control. 1. Total hysterectomy and bilateral salpingectomy: bilateral salpingectomy following coagulation and ovarian fimbria sectioning, then sectioning of the mesosalpinx closest to the fallopian tube. Coagulation, and then sectioning of the utero-ovarian pedicle and round ligaments. Coagulation and then sectioning of the parametria. Dissection of the uterine arteries. Selective coagulation, then sectioning. Vesicouterine detachment. Coagulation, then sectioning of the uterosacral ligaments. Extrafascial circumcision of the cervix using a monopolar hook. Extraction of the specimen vaginally. Verification of haemostasis. Extraction of the specimen and this total hysterectomy with bilateral salpingectomy weighs 103 g. It measures 90 × 50 × 25 mm. The cervix measures 35 mm wide and 11 30 mm high. The endometrium is 1 mm thick. Three intramural myomas are found, the maximum size of which is 3 mm. The first fallopian tube measures 60 mm long × 15 mm wide., the second 90 mm long × 10 mm wide. Presence of essure. Microscopic report: the ectocervix is covered by a regular or mildly dystrophic squamous epithelium. The endocervix/ectocervix junction is the site of a mature squamous metaplasia. The endometrial mucosa is proliferative in nature and has tubular or elongated glands, lined by a pseudostratified, basophilic epithelium, with mitoses. The myometrium is the site of adenomyosis. Myomas are made up of fasciculated, crisscrossing, regular muscle bundles, separated by a moderate collagen division. The tubes have an identical histological appearance. Indeed, they are made up of fimbriae covered by regular cubo-cylindrical epithelium, with a mildly fibrous axis. No malignancy. Conclusion: uterine adenomyosis and myomas. No malignancy. [X-ray] (date unknown): essure devices fully visualized. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device expulsion ("one of the inserts had partly migrated into uterus") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010 she was found to have weight increased ("weight gain of a few kilograms one and a half months after insertion"). In 2015 she experienced rosacea ("rosacea with suspicion of lupus"). In 2017 she experienced general physical health deterioration ("my state of general health worsened"). Essure was removed on (B)(6) 2023. An unknown time later she experienced device expulsion (seriousness criterion intervention required), dry skin ("skin problems ((I was told they were age-related) skin dryness"), premenstrual syndrome ("premenstrual syndrome"), depressed mood ("depressive mood"), breast pain ("breast pain"), fluid retention ("water retention"), constipation ("constipation"), food allergy ("wheat allergy"), fatigue ("chronic fatigue"), oedema peripheral ("oedema of the lower limbs"), vision blurred ("feeling of sand in my eyes, difficulty focusing sight"), pruritus ("itchiness of my skin"), ear pruritus ("itching my ear canal"), disturbance in attention ("disturbances in attention"), tinnitus ("tinnitus"), memory impairment ("memory disturbance"), aphasia ("difficulty finding my words"), thirst ("excessive thirst excessive thirst, I could drink 3 litres per day and despite this still be thirsty"), dysuria ("difficulty completely emptying my bladder"), arthralgia ("joint pain that appeared overnight"), chondropathy ("cartilage destruction"), musculoskeletal stiffness ("significant muscle stiffness, although I have always been very flexible, even slightly hypermobile"), hypohidrosis ("loss of perspiration"), swelling of eyelid ("lower eyelid always swollen"), tooth loss ("sudden loss of two teeth"), bone pain ("femorotibial pain") and osteoarthritis ("popliteal fossa pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). At the time of the report, the tinnitus was resolving, the device expulsion, vision blurred, pruritus, ear pruritus, disturbance in attention, memory impairment, aphasia, thirst, dysuria and hypohidrosis had resolved and the weight increased, constipation, rosacea, food allergy, fatigue, arthralgia, musculoskeletal stiffness, swelling of eyelid and tooth loss had not resolved. The outcomes for dry skin, premenstrual syndrome, depressed mood, breast pain, fluid retention, general physical health deterioration, oedema peripheral, chondropathy, bone pain and osteoarthritis were unknown. No causality assessment was received for essure with regard to weight increased, dry skin, premenstrual syndrome, depressed mood, breast pain, fluid retention, constipation, rosacea, food allergy, general physical health deterioration, fatigue, oedema peripheral, vision blurred, pruritus, ear pruritus, disturbance in attention, tinnitus, memory impairment, aphasia, thirst, dysuria, arthralgia, chondropathy, musculoskeletal stiffness, hypohidrosis, swelling of eyelid, tooth loss, bone pain, osteoarthritis or device expulsion. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 100 kg. [Magnetic resonance imaging] on (B)(6) 2022: medial femorotibial and patellofemoral chondropathy. Horizontal fissure of the middle segment of the internal meniscus. [Pathology test] on (B)(6) 2023: nothing noteworthy. - uterus increased in size, with normal shape. - macroscopically healthy appendages. Essure devices seen in their tubal parts without difficulty. - vesicouterine pouch with adhesions and free pouch of douglas. - healthy peritoneum. - ureters identified. Placement of uterine manipulator using vision control. 1. Total hysterectomy and bilateral salpingectomy: bilateral salpingectomy following coagulation and ovarian fimbria sectioning, then sectioning of the mesosalpinx closest to the fallopian tube. Coagulation, and then sectioning of the utero-ovarian pedicle and round ligaments. Coagulation and then sectioning of the parametria. Dissection of the uterine arteries. Selective coagulation, then sectioning. Vesicouterine detachment. Coagulation, then sectioning of the uterosacral ligaments. Extrafascial circumcision of the cervix using a monopolar hook. Extraction of the specimen vaginally. Verification of haemostasis. Extraction of the specimen and this total hysterectomy with bilateral salpingectomy weighs 103 g. It measures 90 × 50 × 25 mm. The cervix measures 35 mm wide and 11 30 mm high. The endometrium is 1 mm thick. Three intramural myomas are found, the maximum size of which is 3 mm. The first fallopian tube measures 60 mm long × 15 mm wide., the second 90 mm long × 10 mm wide. Presence of essure. Microscopic report: the ectocervix is covered by a regular or mildly dystrophic squamous epithelium. The endocervix/ectocervix junction is the site of a mature squamous metaplasia. The endometrial mucosa is proliferative in nature and has tubular or elongated glands, lined by a pseudostratified, basophilic epithelium, with mitoses. The myometrium is the site of adenomyosis. Myomas are made up of fasciculated, crisscrossing, regular muscle bundles, separated by a moderate collagen division. The tubes have an identical histological appearance. Indeed, they are made up of fimbriae covered by regular cubo-cylindrical epithelium, with a mildly fibrous axis. No malignancy. Conclusion: uterine adenomyosis and myomas. No malignancy. [X-ray] (date unknown): essure devices fully visualized. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.